Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry image and whitening image. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the blackout, blurry and whitening image was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had blackout image. The issue occurred during inspection for use. There were no reports of patient involvement.